Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient, reporting that it seemed like they had always been in their chair watching tv when the shocking occurred. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's disease reported that during the last three months they have an electrical shock go to their index finger. The shocks last about 30 seconds, and only once could the patient tell that it started in the ins. Most of the other shocks started in the elbow. The shocking has occurred four times, including most recently on (B)(6). The ins voltage was reportedly decreasing and was at 2.72 v when read with the programmer. It was noted that the patient was slowing down as the voltage was decreasing. No further complications were reported.